Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there was dirt/debris in the assembly. The device was repaired and returned.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the siderail had a false latch. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Four devices were evaluated in the field and the issue was confirmed; three devices had worn components and one device had a broken/damaged component. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the siderail had a false latch. There was no patient involvement.